Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch #: u93a7h. Investigation summary: the handpiece was received disassembled and the ¿transducer assembly¿ attached to a harh36 device. The nose cone was cracked. In addition, the coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. The "transducer assembly" was forcibly removed from the disposable no functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. In addition, the internal wires were disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. Additional information was requested, and the following was obtained: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Did the patient experience any adverse consequences due to this issue? Answer = no patient consequences. The handle got broken at the beginning of the procedure and has not been used. No further information available.

Event description:
It was reported that during an unknown procedure, the device didn't work.